Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During preparation of the first clip it was observed that the clip had difficulty opening. Troubleshooting was performed to open it. After closing the clip, it was no longer responding to opening commands. Troubleshooting was performed but was unsuccessful. It was decided to proceed with a different clip. A second clip was prepared and advanced into the anatomy. There was a lot of difficulty in capturing the leaflets, both simultaneously and independently. After several attempts, the patient presented an arrhythmia, and the clip, which had not yet been released, detached from the posterior leaflet. At this point, damage to the posterior leaflet tissue was observed. The clip was reopened to reposition it more medial on the valve. The clip was implanted in the centro-medial position, reducing the mr, leaving a residual lateral jet to the clip. We proceeded with the implantation of a second clip, which reduced the lateral jet and the physicians decided to end the procedure with a satisfactory reduction of mitral regurgitation, from 4+ to 2+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to capture leaflets was unable to be determined. The reported tissue injury was due to procedural circumstances. The reported arrhythmia was likely a cascading effect of the reported tissue injury. The reported patient effects of tissue injury and arrhythmia, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During preparation of the first clip it was observed that the clip had difficulty opening. Troubleshooting was performed to open it. After closing the clip, it was no longer responding to opening commands. Troubleshooting was performed but was unsuccessful. It was decided to proceed with a different clip. A second clip was prepared and advanced into the anatomy. There was a lot of difficulty in capturing the leaflets, both simultaneously and independently. After several attempts, the patient presented an arrhythmia, and the clip, which had not yet been released, detached from the posterior leaflet. At this point, damage to the posterior leaflet tissue was observed. The clip was reopened to reposition it more medial on the valve. The clip was implanted in the centro-medial position, reducing the mr, leaving a residual lateral jet to the clip. We proceeded with the implantation of a second clip, which reduced the lateral jet and the physicians decided to end the procedure with a satisfactory reduction of mitral regurgitation, from 4+ to 2+.